Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing / leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve side piercing through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that bd vacutainer® flashback blood collection needle leaked. The following information was provided by the initial reporter: "when using the fbn, it found that the sleeve did not recover, and a large blood leakage. This happens when the first tube is connected."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® flashback blood collection needle leaked. The following information was provided by the initial reporter: "when using the fbn, it found that the sleeve did not recover, and a large blood leakage. This happens when the first tube is connected."